Manufacturer narrative:
The reported field event of device cause infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-21789. Related manufacturer reference number: 2017865-2020-21791. It was reported that the patient presented to the clinic with slight pocket erosion and signs of pocket infection. The physician explanted the patient's implantable cardioverter defibrillator and both leads. The patient was stable throughout.